Manufacturer narrative:
This report is being supplemented to provide additional information. An olympus representative went onsite to complete training. During the training, it was apparent to the representative that the staff has not familiarized themselves with the reprocessing steps despite being asked to do so prior to the training session. The training was carried out over two dates ((B)(6) 2024) and covered the full team in the endoscopy department, which is the team that are now responsible for the reprocessing of the cyf scopes on site. The training included a hands on session and the instructions for use steps (located in the manual) were followed. The instructions for use for both devices, cyf scope and maj-891 plug, were used for the training session. The representative also placed a high level of emphasis on the cleaning of the maj -891 irrigation plug. Since the sites are currently using the semi¿reusable plug, a high level of emphasis was carried out in regards to the plug. The olympus representative had spoken to the regional contact for follow-up with the site. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the legal manufacturer's final investigation. Although a review of the device history record (DHR) was performed, it only included five of the nine potential scopes used by the facility. Since the serial number involving the scope is unknown, it cannot be determined if a DHR was reviewed for the scope captured in this complaint. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was confirmed that reprocessing of the device was insufficient due to the facility¿s deviation from the instruction for use (IFU) manual. However, a relationship between the subject device and the reported adverse event (urinary tract infection) could not be identified. The device was not returned to olympus for evaluation, and no further event details, nor device culture test data was provided by the facility. Therefore, a root cause could not be determined. Furthermore, the following was determined regarding insufficient reprocessing: the incorrect reprocessing of the concomitant device (maj-891) created a perfect environment to harbor pseudomonas which is an easy biofilm former, a quick reproducer, and is often pathogenic in large numbers and very frequently associated with urinary tract infections (utis). The event can be detected/prevented by following the IFU in section: ¿cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual¿ -describes the reprocessing procedures of cyf-vh. This supplemental report includes additional information from the customer. B5 updated accordingly. A correction has been made to b1 and h6 to accurately report the device malfunction that was inadvertently not reported in the initial medwatch. Also, a correction has been made to b5 and d10 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the circumstances regarding the patient infections were still under investigation at the facility; however, the tests involving the forceps/irrigation plug (maj-891) concluded that there was biofilm present in the rubber bung. The customer reported that this likely contributed to the reported events. The customer stated that they will not be using the maj-891 device and using only the single use options at this time. In addition, the customer will only use third-party disposable scopes and will not use the suspected scopes until the internal investigation is completed by their facility. Furthermore, the customer confirmed that there are no concerns regarding the olympus scopes used at the facility. As previously noted, the reported issue is related to the hospital¿s internal cleaning process. The customer stated that they are aware that some elements of the scope have intricate pieces and can therefore be difficult to decontaminate. Although additional information was requested, the facility stated that they will not be providing any further information regarding this event.

Event description:
A user facility reported that 42 patients developed pseudomonas urinary tract infections (uti). There have been incidents whereby patients were getting infections (confirmed to be urosepsis) as the user facility was not dismantling and cleaning the scopes correctly. Additionally, the facility was not taking off the valves and cleaning. The facility mentioned they have 9 cystoscopes on site, but it is unknown if these were involved in the utis; the facility is investigating if there is a link between the utis to any olympus scope. Training will be conducted at the facility by olympus. Additional information has been requested. The customer also previously reported five patient blood stream infections directly linked to the scopes in the related patient identifiers: (B)(6) - 1/5 patient infection (death), (B)(6) - 2/5 patient infection, (B)(6) - 3/5 patient infection, (B)(6) - 4/5 patient infection, (B)(6) - 5/5 patient infection. Please refer to the following related patient identifiers for the 42 alleged utis: (B)(6).

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The 9 cystoscope serial numbers the facility has on site: (B)(6). The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.